Event description:
It was reported that the pump would overheat despite being in room temperature conditions. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.